Event description:
Our affiliate reported to us that during an arthroscopic shoulder procedure, the distal tip of an expressew ii needle broke off and fell into the patient during. The fragment was not retrieved from the patient; however, the procedure was completed successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate reported to us that during an arthroscopic shoulder procedure, the distal tip of an expressew ii needle broke off and fell into the patient during use. The fragment was not retrieved from the patient; however, the procedure was completed successfully in a timely manner without further issue or harm to the patient. At a follow-up examination one month post-op, they found the patient to be doing fine

Manufacturer narrative:
57 days have passed since this issue was reported to mitek, and to date, the complaint device has not been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
The complaint device has been received and evaluated visually, both with the naked eye and under power: it is noted that the device is in the complained about condition, a portion of the distal tip is missing. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 other similar complaint for this lot of devices that were released to distribution; the other similar complaint is from the same surgeon and facility. We cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone or another hard object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate reported to us that during an arthroscopic shoulder procedure, the distal tip of an expressew ii needle broke off and fell into the patient during use. The fragment was not retrieved from the patient; however, the procedure was completed successfully in a timely manner, <30 minutes, without further issue or harm to the patient. At a follow-up examination one month post-op, they found the patient to be doing fine